Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the battery had been changed 3 times today. The reporter denied damage to the battery cap and stated that a small area inside the battery compartment by the threads looked damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. Multiple low battery warnings, replace battery alarms and partially discharged battery installation events were observed in the black box history on (B)(4) 2013. The battery compartment was observed to be intact with no cracks. The battery compartment treads were observed to be intact with no damage. There was no evidence of moisture contamination inside the battery compartment or underside of the battery cap. The battery cap was able to fully tighten. A power loss was not observed. The current draws were observed to be within specifications. The pump case was removed and there was no evidence of moisture contamination inside the pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Product analysis concluded the initial complaint was related to low voltage in replacement batteries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.